Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a loose coil cap. There was no patient involvement as this was found before use. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from june 22, 2015- june 23, 2015. The device was received for evaluation in its original, unopened packaging. Visual inspection noted that the yellow coil cap had separated from the housing. Visual inspection also noted that the upper housing was malformed. The cause of the separation was determined to be the malformed housing. The cause of the malformed housing was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.